Manufacturer narrative:
The root cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) performed preventative maintenance and replaced the sample probe and pipette seals. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was <2 g/l. The repeat result was 68.3 g/l. The repeat result was deemed correct.